Event description:
It was reported that a patient did not properly prime their patient line extension. This occurred during setup of peritoneal dialysis therapy, after priming. The patient was connected at the time of the event. It was discovered that the patient disconnected from the setup to attach their patient line extension and then reconnected to the setup. This resulted in the patient line extension not being primed. The technical service representative (tsr) explained proper procedures and advised the patient that they needed to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly prime the patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.